Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device would not run was not confirmed. However, during evaluation, it was determined that the device had heat. It was noted that the device got warmer than normal. The assignable root cause was determined to be due to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, the battery reamer device drill would not work at all even with a fresh battery. During service and evaluation, it was determined that the device had heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.